Event description:
Customer reported a malfunction with the code malf 12 on their device. There was no adverse impact to the customer¿s blood glucose level as the glucose did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump and provided instructions for future occurrences. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue reappears.